Event description:
This patient experienced a restenosis of a cypher stent in the mid-lad approximately 6 months post implant. This was treated with re-intervention (ptca). This patient was admitted to the hospital with a chief complaint of unstable angina and chf. The patient was currently taking aspirin and ticlid. The patient was taken urgently to the cardiac cath lab, where angiography revealed a 75-90% stenosis in the mid lad. The cypher stents previously placed in the mid-rca showed no evidence of restenosis. A bolus of 8,000 units of heparin was administered via IV. There were no difficulties in accessing or wiring the vessel noted. The mid-lad lesion was not predilated prior to stent placement. A 3.0 x 28mm cypher stent was deployed to the mid-lad to 18 atms for 20 seconds. An additional 3.0 x 23mm cypher stent was deployed to the mid lad, proximally to and in overlapping fashion with the first (deployment pressure unknown), with suboptimal results. The stents were post-dilated with an unknown balloon inflated to 20 atms for 30 seconds. The patient was discharged on aspirin, ticlid and nicorandil. Approximately six months later, the patient complained of recurrent angina and was re-hospitalized. Repeat angiography demonstrated a 90% instent restenosis of the 3.0 x 28mm cypher stent placed most distal in the mid-lad. The was treated with a 3.0 x 20mm balloon inflated to 20 atms for >60 seconds. The residual stenosis was reported to be 0%. The cypher stents implanted in the mid-rca remained free of any evidence of restenosis. The patient was discharged in stable condition three days later. Physician's comment: this event could have happened with any stent, so [it is ] not related with [the] cypher.